Event description:
During an orif using the trigen intertan gold when drilling for the distal screw, the pilot drill kept hitting the nail. Dr was able to get around the nail to measure and place the distal screw, but possibly there is something wrong with the drill guide itself.

Manufacturer narrative:
The associated 125 rad drop guide was not returned for evaluation. The device was manufactured in 2012. Our investigation including a review of review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation indicated that the surgery (and specifically the distal screw placement) was completed without complications via free hand technique without any impact or harm to the patient. Therefore, no further medical assessment is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.